Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed. A second sample of device was received for evaluation. An inflation/deflation test was performed. No reported event was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff did not properly inflated because it has a cut at severe angle. It was reported that the cuff was located at the very tip of the tube that should be located approximately 1 inch from the tip. The customer indicated that the patient was re-intubated.